Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(6).

Manufacturer narrative:
It was reported that the compressor had no display. The claimed issue was related to the device, which did not start. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. The issue was resolved by replacing the transformer by the customer. Based on prior investigations, it was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. Corrective actions to correct the verified issue were implemented during week 51, 2019. The root cause was traced to the manufacturing process at the supplier's site. H3: 4112.